Event description:
Patient reported during a outbound 3 week reminder call that he has had low blood sugar readings as well as high blood sugar readings. The patient mentioned that on (B)(6) 2013, he was hospitalized due to the fact that this blood sugar dropped below 50. The patient mentioned as well that he went into a "coma". The patient was in the hospital for one day and was released on (B)(6) 2013. The patient mentioned that his high blood sugar readings have ranged from over 200 to 304. The patients bolus dosing instructions provided by his doctor are 4 units at lunch, 4 units at dinner. The patient mentioned that the is not doing any bolus dosing at breakfast time. The patient was advised by valeritas customer care to contact his doctor and let her know about the low and high readings. The patient has been placing the v-go in the abdomen area and rotating sites.

Manufacturer narrative:
This report is being filed due to the patient experiencing hypoglycemia being reported as less than 50 (possibly below 36) resulting in medical intervention (hospitalization) and loss of consciousness ("coma" as reported by the patient). The valeritas adverse event assessor was able to make contact with the patient once, but further attempts to contact the patient for further information have been unsuccessful. Product compliance has sent a written letter to the patient requesting best contact times for the patient. Without additional information from the patient and the release of hospital records and the lack of having the device for investigation, the cause of the hypoglycemia cannot be determined.